Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: procedure? Lap hernia. When did the event occur intra-op, pre-op or post-op? Intra operative. It was reported mesh was found separated. What do mean by this was the mesh separated from the cardboard in the primary package, was the mesh torn prior to or during use, was the mesh falling apart upon removal of packaging or was they mesh fraying? Mesh was falling apart upon removal of packaging. Please provide this could impact reportability? No. How was the procedure completed? Another mesh was used. Any patient consequence? No. Was the device returned for analysis? No.

Event description:
It was reported that the patient underwent an laparoscopic hernia repair on (B)(6) 2018 and the mesh was implanted. Intra-op, the mesh was found separated, falling apart upon removal of packaging. Another mesh was used to complete the procedure. There were no patient consequences reported.

Manufacturer narrative:
There was no sample received for analysis. Only a picture of the sample was received for analysis. Upon visual inspection of the picture, an opened sample with body fluids and separate the pds film of the mesh could be observed. However, no conclusion could be reached as the sample was not returned for analysis. The review of the batch manufacturing records was conducted, and the batch met all finished goods release criteria.